Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, surgical intervention took place on (B)(6) 2023 during which the ipg was repositioned. Effective therapy established post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.